Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical analysis. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Voltage passed. Functional /display failed. Upon startup display was dim.post-ast 2hours 15mins 8500ml simulated treatment was performed without any failures or problems. Mushroom head check passed. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2243 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
A peritoneal dialysis (pd) patient reported that a cycler screen was dim during power up. Display brightness was set to 10. Patient stated they also had a burning smell coming from the cycler. Rebooted cycler but screen remained dim. Replaced cycler due to burning smell. The fresenius technical support representative advised the patient to contact the nurse to inform of replacement. Advised to discontinue use of this cycler. Patient does know how to perform manual treatments. Upon follow up, it was confirmed that no patient adverse effects were experienced, and no medical intervention was required. The patient was able to complete treatment on the cycler. This event represents a reportable malfunction in which an internal short on a component was reported; therefore a malfunction MDR will be generated and filed.